Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there had been a lot of problems lately with the pump in the past couple of months. The patient had gone through withdrawal starting on (B)(6) 2019, 3 days after that, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. The beginning of (B)(6) 2019, the pump was briefly working. Yesterday the patient was hunched up, "shaking, feeling terrible" and "hardly moving". The hcp that did the refill told them not to see her (for 6 months) after a refill was complete. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of morphine at 10mg/day via an implantable infusion pump for spinal pain. It was reported that the pump alarm went off, but the patient was hard of hearing and didn¿t hear the alarm. The low reservoir alarm occurred on (B)(6) 2019 and the patient began to have withdrawal symptoms about 2 weeks later. The patient's new healthcare professional (hcp) told the patient they had the flu and were not going through withdrawal. The patient started to notice withdrawal and pain on (B)(6) 2019. The patient reported that their wife heard the alarm and wondered if it was the phone or computer. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient told the hcp that the "pump wasn't working well." The patient reported that they were in withdrawal and pain. The patient reported that this had been happening even though they had their pump filled recently. The patient was receiving 25mg/ml morphine at 5mg/day. No further complications were reported.